Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material inside the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the nozzle of the videoscope had foreign material. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The instructions for use (IFU) states the detection method in gif-1200n series operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in gif-1200n series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.